Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) reached 559 mg/dl while wearing the pod between 1 and 4 hours on the arm. Patient experienced excessive thirst and a general feeling of being ill. Subsequently, patient sought care at an emergency room. Treatment included administration of fluids and insulin, however, bg dropped "500 points in 20 minutes." Due to the rapid drop, "d5" was administered to bring levels back up and stabilize. Patient was treated between 1:15am and 6:00am and released.